Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no communication with the telemetry wand. The ipg was explanted. Implant date-1/20/95 explant date-6/25/96 total implant time-18months